Event description:
It was reported that the patient previously underwent a right shoulder replacement. Subsequently, the patient underwent a revision of a hemi-arthroplasty with a fracture stem on for an unknown reason. No further information is available.